Event description:
It was reported that the customer had a reservoir leak. Customer also received no delivery alarms. Customer's blood glucose level was 130 mg/dl. When the reservoir was removed, the customer could see insulin down the compartment by the piston and underneath the reservoir below the two o-rings. Customer stated that the leak is past the o-rings. There is fluid under the display and in the reservoir compartment. Customer would like to return the reservoir for analysis. Customer reported that the no delivery alarm was resolved by an infusion set change. Insulin pump will need to be replaced. Customer was advised to discontinue use of the pump and revert to a back-up plan per health care professional's instructions. No further assistance needed.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.